Event description:
It was reported that clips fell off of the tissue and into the pt's abdomen. Multiple f/u attempts had been made with no response at the time of this report. A f/u report will be submitted if new info becomes available.

Manufacturer narrative:
Final investigation of the device revealed that the device did not load clips swiftly, but in a markedly slow fashion. The device produced properly aligned clips.